Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implants. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2010 reported development of symptoms in 2012, 2 years post implantation. The patient reports sharp pain in breasts, memory loss, brain fog, weight gain, digestive problems, irritable bowel, psoriasis, arthritis, thyroid issues, joint pain, muscle pain, lethargy, delayed healing, sensitivity to heat and cold, inflammation, hoarse voice and throat clearing, hair loss, alcohol intolerance, anxiety, fatigue, difficulty concentrating, muscle weakness, dry skin and hair, daily headaches and monthly migraines. No product issue, such as deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.